Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine has a noisy blood pump rotor. The bmt replaced the noisy blood pump rotor to resolve the reported issue. Machine functional tests were completed and is back on service. Upon follow-up, the bmt confirmed that there was patient involvement and a small amount of blood loss presented during the reported incident. The estimated blood loss was unknown. Additional information was requested but not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported blood leak was able to be confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine has a noisy blood pump rotor. The bmt replaced the noisy blood pump rotor to resolve the reported issue. Machine functional tests were completed and is back on service. Upon follow-up, the bmt confirmed that there was patient involvement and a small amount of blood loss presented during the reported incident. The estimated blood loss was unknown. Additional information was requested but not received to date.